Event description:
The customer reported an uncontained leak from tubing that came off the waste filter located inside the right compartment of the coulter act diff 2 analyzer while running quality control (qc) samples. The customer reported a hemoglobin (hgb) error displayed on the analyzer screen. Startup failed due to high white blood count (wbc) and platelet (plt) backgrounds. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred.

Manufacturer narrative:
The customer found disconnected tubing at the waste filter. The customer replaced the tubing at the waste filter to resolve the issue. (B)(4).